Manufacturer narrative:
The catalogue number indicates that this product is part of the group of products that was recalled in february of 1990. No further investigation is necessary. These products are no longer available.

Event description:
Complainant claims the polyethylene acetabualr liner broke.